Manufacturer narrative:
Behery, et al. ¿cementless versus cemented tibial fixation in primary total knee arthroplasty.¿ the journal of arthroplasty.

Event description:
It was reported in a journal article that 2 cases of possible aseptic tibial loosening on an unknown date.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Neither device history record (DHR) review or complaint history review was able to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.